Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a volume discrepancy; the actual residual volume was greater than the expected residual volume. At the patient's first refill nearly all the medication was pulled out. The device system was used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: catheter. (B)(4).